Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 years, was explanted due to regurgitation.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Should the valve be returned, a follow up report will be filed.